Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with four infusion sets. Moreover, the infusion set had been used for few minutes. Further, they replaced the infusion set and resumed insulin deliveries successfully. No further information available.